Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged blood loss and patient's subsequent death are related to the v.a.c.ulta¿ therapy system. Kci has made multiple attempts to gather additional information, but no information has been received at this time. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2017, the following information was reported to kci by the appointed attorney for the patient's estate: the plaintiff's counsel reported that while on the v.a.c.ulta¿ therapy system on (B)(6) 2015, the patient was found at 07:15 pm by the clinical staff to be unconscious and in cardiopulmonary arrest. The clinical staff performed cardiopulmonary resuscitation (CPR) and the patient was stabilized and then was emergently transported to the operating room (or) for re-exploration of the right groin. While in the operating room the patient arrested a second time and CPR was initiated, the patient's pulse returned and the surgical procedure resumed until the patient arrested a second time at 08:27 pm, CPR and advanced cardiac life support (acls) was restarted, but all efforts to revive the patient were not successful and the patient subsequently expired at 8:38 pm. The patient had received a total of 11 units of blood, 9 units of plasma, and 2 units of platelets. On (B)(6) 2017, the following additional information was found by kci after a review of the information provided by the plaintiff's counsel on (B)(6) 2017: the notes dated on (B)(6) 2015 at 7:00pm reported that the patient was pulled up in bed with assistance and repositioned onto her right side and that it was a two person assist. At that time, urinary catheter care was performed "per protocol." The patient's vital signs reported at that time were as follows: heart rate: 117, respiratory rate: 32, blood pressure: 124/74, and oxygen saturation: 96%. At 07:12pm, the patient's vital signs were reported as follows: heart rate: 57, respiratory rate: 12, blood pressure: 166/79, and oxygen saturation: 97%. At 7:15pm, a code blue was initiated. The physician operative reported dated (B)(6) 2015 stated the patient was approximately 8 days status post excision of infected right femoral tibial bypass graft with patch closure of the artery and soft tissue closure with wound v.a.c.® placement (type of v.a.c.® therapy system was not specified). The patient had no wound complications up until a short time before surgery when she developed bleeding into the wound v.a.c.®. The bleeding was controlled with manual pressure and the patient was taken to the or for exploration. Upon arrival to the or manual pressure was held in the groin. During the resuscitative efforts, there was an inability to ventilate the patient and there was loss of blood pressure and intermittent bouts of agonal rhythm. A decision was made to open the abdomen and a midline exploratory incision was performed and once entrance was gained to the abdominal cavity manual compression of the right groin was performed. Despite continued manual pressure the patient continued to deteriorate hemodynamically and the patient continued to code and despite CPR and acls protocol expired. The physician's discharge summary noted the patient's cause of death as, "acute blood loss, interoperative hypotension, and cardiac failure." On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was returned to kci and tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Describe event or problems stated: ...the physician operative reported dated (B)(6) 2015 stated the patient was approximately 8 days status post excision of infected right... Correction: ...the physician operative reported dated (B)(6) 2015 stated the patient was approximately 8 days status post excision of infected right...